Manufacturer narrative:
Article citation: mares t, ionescu r, dima d, sorotos m, di pompeo fs, jecan cr. Breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases. J plast reconstr aesthet surg. 2024 dec;99:602-607. Continued e.1. Facility name: (B)(6) hospital. Additional physician contact information: dr. (B)(6). The events of "seroma-late" and "lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; bia-alcl.

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases", healthcare professional reported 5 patients were diagnosed with bia-alcl on the right side. This record is for "patient 2". Healthcare professional reported the patient presented initially with right side seroma and was diagnosed with stage ii bia-alcl, confirmed by fine needle aspiration (fna) and immunohistochemical analysis. Pathological markers cd30+ and alk- were confirmed. Healthcare professional also reported the patient has "systemic lupus erythematosus (sle)", which is not device-related. En-bloc explantation was performed. Patient later received "adjuvant radiotherapy and 3 rounds of chemotherapy".